Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.

Event description:
The customer reports that they had one needle "explode" off the syringe onto the patient's face. No medical attention required. At this time no patient specifics or UDI# provided by the customer.